Event description:
The customer reported erroneously low total bilirubin (tbil) results, for three (3) patients, involving unicel dxc 800 synchron system. Subsequent testing of the patient samples on an alternate analyzer recovered normal results within the reference interval. The erroneous results were not released out of the laboratory. There was no patient injury or change in patient treatment associated with this incident. The field service engineer (fse) went to the facility to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the instrument running lower on the very low end of total bilirubin (tbil), causing suppressed results out of range low. The fse performed all top-end alignments and verified photometer was within specifications. The fse checked the wash station and replaced the sample probe and a/b valve. The fse cleaned the mixer wash nozzles and successfully completed calibration with a new reagent pack and on all quality control (qc). The instrument conformed to the manufacturer's published performance specifications. At present, the customer has not reported a reoccurrence of the issue.